Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Tracking #.46447. Based upon the inquiry info rec'd and the visual examination, it was concluded that the reported "device jammed" during surgery occurred due to a yielded cartridge nose weld and a damaged precock mechanism. The instrument was rec'd with three staples jammed in the nose and with a yielded cartridge nose weld. No conclusion could be reached if the three staples in the nose caused the nose weld to yield or if the yielded nose weld caused the three staples to become jammed in the nose. The precock appeared to have been damaged by the forcing forward of the trigger before the firing cycle was complete.